Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced an insulin flow blockage at site. The site was patient's abdomen. No further information available.